Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bottom trigger of the small battery drive device was loose, the device showed signs of immersion, the sub-assembly components were corroded, the motor seized and would not oscillate, and the internal components were corroded. It was further determined that the device failed pretest for check proper function of the triggers, general condition, and check the compatibility between colibri /small battery drive (sbd) and colibri ii /sbd ii. Therefore, the reported condition that the device was broken and would not turn off and continued to run was confirmed. The assignable root cause was determined to be due to wear from normal use over time, and improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device was broken and would not turn off. It was reported that the device continued to run. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.